Event description:
A customer reported the filament of the abbott diabetes care (adc) device remained in the customer's skin. The customer had contact with a healthcare professional (hcp) at the emergency room to "take it off." There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product has been returned, and investigation is in pending. A final report will be submitted once investigation is completed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the filament of the abbott diabetes care (adc) device remained in the customer's skin. The customer had contact with a healthcare professional (hcp) at the emergency room to "take it off." There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. A visual inspection of the sensor revealed no issues with the plug, which was properly seated; however, the sensor tail was found to be severed. Additionally, a cracked sensor neck was observed on the plug assembly. This cracked neck does not impact product assembly and therefore does not affect issue resolution. The applicator was visually inspected and showed no issues; it had been fired correctly. The sensor pack was also inspected, and no issues were observed; the lid was completely peeled off. An extended investigation was conducted. The sensor lot data, including the electronic batch record (ebr) and inspect, sample, and pack (isp) records, was reviewed and confirmed that the sensor membrane and tail passed inspection. Furthermore, the device history record (DHR) review indicated the product met all specifications prior to release. Additional visual inspection of the returned components (sensor pack, sensor puck, and applicator) revealed no issues, except for the severed sensor tail on the plug. Sensor log review showed the sensor was in state 5 (normal termination) upon return. State 5, along with event logs 3 and 4, indicates normal termination without error. The applicator puck carrier was removed to inspect the retracted sharp. No burrs or defects were observed that could have caused the sensor tail to sever. The returned sensor passed all testing, and no evidence of product malfunction was found during the investigation. The cause of the severed tail could not be determined. No evidence of a manufacturing-related malfunction was identified; therefore, the issue is not confirmed. The device history record (DHR) for the product was reviewed and the DHR indicated the product meets per its specification prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.